Event description:
The cardiologist attempted arteriotomy closure with a techstar xl6 f device. The posterior needle missed the barrel. It is unknown as to whether or not backdown was attempted. The cardiologost made a small enlargement in the dermatotomy, located the posterior needle with the aid of fluoro, clasped the needle with hemostats and removed it. Closure was achieved with a femstop and the patient did fine. This is being reported because similar occurrences of needle misses have led to reportable occurrences.